Event description:
Patient allegedly received two filter implants on (B)(6) 2012 via the right internal jugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges tilt, vena cava perforation, and organ perforation. The patient further alleges anxiety. Per a report from venogram; ¿extensive thromboses of the duplicated ivcs and their respective iliofemoral systems down into the calves. Mechanical thrombectomy performed using power pulse technique, followed by evacuation of lysed thrombus and then initiation of tpa infusions to run overnight.¿ per a report from lysis; ¿contrast was injected through the infusion catheters bilaterally in sequence and demonstrated further lysis of thrombus in the pelvis, however with significant thrombus remaining across the ivc filters and in the upper iliac veins. The left common iliac vein is lysed all the way up to its junction with the ivc and then there is about 10 cm of thrombus remaining into that filter. On the right side there is still scattered areas of thrombus within the common iliac and going across that joining branch to the left ivc and there is also clot in the ipsilateral right ivc going up into its filter. Consequently both infusion catheters were advanced up through the filters and infusions will be continued now to bathe all the thrombus in the iliac system and the vena cavas bilaterally.¿ per a report from lysis; ¿following lysis of the bilateral iliofemoral and inferior vena cava runoff as further described above, antegrade patency and flow reestablished. There is essentially complete clearing of clot from the iliofemoral veins and the respective duplicated ivcs though with some residual partially occlusive clot trapped within both filters. I suspect this is clot resistant to lysis and may actually be older than clot formed during this acute event. Given the length of time of tpa infusion and low fibrinogen level, I elected to discontinue any further thrombolytic infusion.¿ per a report from computed tomography; ¿there is duplication of the inferior vena cava below the level of the left renal vein. The left ivc drains into the left renal vein. There is a filter in each branch, likely of the celect type. Both branches of the ivc are relatively narrow in caliber at the level of the filters, measuring approximately 1 cm. This results in both filters being compressed in transverse dimension. The right filter is tilted approximately 5° to the right of vertical with its upper tip located close to the ivc wall approximately 4.5 cm below the right renal vein. A right posterior strut may extend into the psoas muscle. There is no definite extension into the abdominal aorta or spine. The left filter is vertically oriented with its upper tip located at the confluence of the left renal vein. A posterior strut is embedded in the anterior margin of the l3 vertebral body. There is no surrounding reactive bone change. A right-sided strut contacts the outer surface of the distal abdominal aorta and a left-sided strut extends into the left psoas muscle. No broken fragments are identified.¿

Manufacturer narrative:
This event involves 2 filters. The related filter is from lot # e2880165 and is addressed in medwatch report # 3002808486-2021-01712. Investigation: the following allegations have been investigated: psoas muscle/organ/vena cava perforation, embedded, thrombus/occlusive clot, stenosis, tilt, compression, anxiety. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported compression and anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged celect is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received two celect inferior vena cava (ivc) filter on (B)(6) 2012, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.